Event description:
Complainant alleged, the bolt has come out of the handle. This has happened about every six months since the lift was rented. Consumer owns the unit now, but originally it was a rental. Consumer states the dealer has never come out to service the lift like the owner's manual says should be done. Consumer told the dealer that there were metal shavings coming out of the pump, but the dealer said that wouldn't happen. The pump was just replaced on (B)(6) 2014.